Event description:
The user tested a patient's glucose after surgery and the result from the hitachi 917 was 10 mg per dl and on repeat was 13 mg per dl. The patient was redrawn and the result was the same. No specific data was provided. When the user "did a glucometry" the results were 110 and 107 mg per dl. No information was provided to determine if any erroneous results were reported or if the patient was treated based on the results. The user stated the patient died. There is no allegation that the death was due to the erroneous results. If additional information is received, appropriate notification will be provided.